Event description:
Patient was admitted to ICU and recovering well. On 2/18/94 at 7:30 pm nursing attempted to remove a foley catheter. After multiple attempts to deflate the balloon portion were unsuccessful, apparently nursing cut the foley and the balloon would still not deflate and remained inside the patient. Attending physician cut portion of the foley. Catheter was pushed up into the bladder. A second procedure (cystoscopy) required about 2 hours as multiple instruments were tried before the balloon was punctured and deflated. A foley was inserted to drain the bladder and remove catheter. The patient was able to urinate on his own.